Manufacturer narrative:
Imdrf device code a150103 captures the reportable event of clip premature deployment with anatomical location of esophagus.

Event description:
Note: this report pertains to one of four resolution 360 ultra clips used in the same patient and procedure. It was reported to boston scientific corporation that four resolution 360 ultra clip devices were used in the esophagus during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the physician removed a nodule from the esophagus around 30 cubic centimeters and went to close the defect with a clip; however, once the physician pushed it out of the scope, the clip would not open. They tried to jiggle the handle a couple of times to get it to open, but the clip prematurely deployed from the catheter and fell into the esophagus of the patient. The same problem occurred with the other three resolution 360 ultra clips. It was reported that one of the clips fell into the vocal cords of the patient and caused the patient to aspirate. The patient had to be intubated due to this event. All the clips were successfully removed, and the procedure was completed without the need of placing another clip. The patient's current condition was reported to be stable.